Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: during a visual inspection of the pump, the battery compartment was observed to be cracked in two places. During testing, the pump was powered on and the display screen appeared dim and discolored. Th bolus button cover was also observed to be punctured; however, the button responded properly. Unrelated to these issues, the keypad cover was observed to be peeling. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment, a dim and discolored display, and a bolus button defect. This report is made based on results of investigation completed on (B)(6) 2016.